Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. H3 investigation summary: the product was returned to eth for evaluation. Visual inspection revealed that one empty winding former, one needle and one suture piece outside the overwrap packet were received for analysis. Product code 641g. During visual inspection of the returned sample, it was observed that the needle was broken at the swage area, with the other section of the needle still attached. Additionally, body fluids and marks likely caused by a surgical instrument could be observed in the needle. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Per the conditions of the returned sample, no conclusion could be reached due to the sample needs additional evaluation. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. During the procedure, the needle had been detached from the suture before use. This event was found before use. Another product was used to complete the case. There were no adverse consequences to the patient. Upon product evaluation, the needle was broken at the swage area. No further information was provided.